Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 6/9/2011 by fax and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a pt that sees a flare of light at night following intraocular lens (iol) implant surgery. The surgeon reported the pt has retained cortical material and the flare of light at night is in the same axis as the retained cortical material. The surgeon feels the retained cortex is to blame for the flare. She does not think the lens caused or contributed to the event. Add'l info has been requested.